Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument to perform failure analysis. The force bipolar instrument was analyzed and found to have the main tube broken. The main tube is broken in two locations: one at the distal end and the other at the midpoint of the main tube. Pieces ranging in size from approximately 0.040¿ - 0.202¿ in measurement were not returned with the instrument. Common cause of this failure mode is typically attributed to mishandling/misuse. Damage during use may result from an accidental drop of the instrument or inadvertent collisions with other instruments and/or excessive force when using the instrument. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. Also, the instrument was also found to have broken grip cables at the distal end. All grip cables were broken in multiple locations. In addition, the instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Additionally, the instrument was found to have a broken conductor wire. The conductor wire was broken in multiple locations. There were no signs of thermal damage. Furthermore, the instrument was found to have a dislodged flush tube. The flush tube was broken and found outside of its normal position. Use of excessive force when handling the instrument most likely caused these failures. The root cause of the instrument damages found is attributed to the user mishandling/misuse.

Manufacturer narrative:
A return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the force bipolar instrument be returned for evaluation; however, the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the photo shows the instrument¿s proximal clevis appears to be dislodged from its normal position on the main tube. This complaint is considered a reportable event due to the following conclusion: it was alleged that the force bipolar instrument could not be removed from the cannula due to the jaw dislodged. As a result, the instrument was removed together with the cannula. Jaw dislodgment could result in the tips being stuck and unable to be opened with master tool manipulator (mtm) activation or instrument release kit (irk) use. Additionally, the patient's port incision was increased to insert a new 12mm cannula since the 8mm could not be used continuously. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur while grasping tissue. Medical intervention was required in the event that the instrument jaws fail to open from tissue when commanded by the user or system. At this time, it is unknown what caused the grip/hinge to become dislodged. If additional information becomes available a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted inguinal hernia (unilateral) surgical procedure, the force bipolar instrument could not be removed from the cannula due to damaged tip, located at the joint between the jaw and shaft. The patient was not impacted by the reported failure. The instrument was provided for clinical research on the inguinal hernia and was supposed to be discarded. The instrument was removed with the 8mm cannula and a new 12mm cannula and reducer was used in place since the 8mm cannula could not be used continuously. The procedure was otherwise completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the nurse and obtained the following additional information: the instrument was inspected prior to use and no abnormality was found. The customer found the distal end of the main tube was damaged and the wrist couldn¿t be straightened. The port incision was not increased to remove the instrument and cannula together, but the surgeon did increase the port incision to use the 12mm cannula. The incident did not involve a fragment fall inside the patient's anatomy. The instrument did not collide with any other instrument or tool during the procedure. The joint between the distal end of shaft and the metal part of the force bipolar instrument was broken and had become misaligned. Prior to attempting to remove the instrument, the instrument jaws were opened but the surgeon felt a nonintuitive motion slower than expected just before it was removed.